Event description:
It was reported that during an atrial fibrillation pulsed field ablation (pfa), a perforation and pericardial effusion were found. The issue was discovered at the end of the case when intracardiac echocardiography (ice) was used to do a last check. The ablation catheter in use was a farawave. The soundstar catheter was used first for mapping. The patient was in stable condition at the time of reporting. The physician¿ s opinion on the cause of the adverse event was that it was most likely manipulation of the farawave catheter but could be certain it was not caused by one of the other catheters in the heart, as there was no obvious concerning issue during the case. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to add'l documents in i2k.